Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The 80% stenosed, target lesion was in the proximal portion of the left circumflex (cx) coronary artery. A pt2 guidewire was advanced into the cx when a dissection occurred. The pt experienced chest pain. There was no flow noted in the obtuse marginal (om). An unk type balloon catheter was used to perform a "series" of inflations at 6 atmospheres (atm) for 30 seconds (secs). A luge guidewire was used as a buddy wire and passed easily into the cx. A 2.0x15mm maverick balloon was inflated with a "series" of overlapping inflations at 12 atms for 30 seconds. The pt2 wire was removed. A 2.5x24mm taxus express2 drug eluting stent (des) was selected and attempted to advance but was unable to cross into the cx. A "series" of inflations was performed with a 2.0x15mm quantum maverick balloon at 16 atms for 30 secs. Another unsuccessful attempt was made with the 2.5x24mm taxus express2 des. An unsuccessful attempt was also made with a 2.5x12mm non-bsc bare metal stent (bms). Another "series" of overlapping inflations was performed with a 2.5x15mm quantum maverick balloon at 10 atms for 60 secs in the mid to distal area. The 2.5x15mm quantum maverick balloon also was inflated in the proximal area at 12 atms for 60 secs with "nice" improvement in blood flow. A 2.5x12mm non-bsc bms was implanted at 10 atms for 30 secs successfully sealing off the distal edge of the dissection. A 3rd unsuccessfully attempt to cross with the 2.5 x 24mm taxus express2 des was performed. A 2.5x18mm non-bsc bmw was successfully deployed at 11 atms for 30 secs with overlap of the distal stent. A 2.75x18mm non-bsc bms was deployed in the very proximal cx at 14 atms for 30 secs. Post dilation of the 3 stents as well as the proximal cx and left main arteries was performed with a 2.75x15mm quantum maverick balloon with "excellent" results. The pt's chest pain disappeared. The pt was given nitroglycerin and angiomax during the procedure. There was "no harm to the pt" reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.